Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that a catheter connector was returned for analysis. It was noted that there was no patient injury and the patient¿s status after the device was removed was recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8781 serial# (B)(4), implanted: 2013 (B)(6); product type catheter: product ID 8835 serial# (B)(4); product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient experienced postural headaches. A catheter evaluation was performed. The physician had difficulty visualizing the catheter under fluoroscopy. The side port was accessed and with the aspiration attempts the patient experienced lower extremity pain. The physician was unable to aspirate the catheter access port (cap). There was no pain with the injection of preservative free normal saline. The patient continued to experience a headache and pain. When patient administrates a bolus with the personal therapy manager (ptm) the patient experienced increased lower extremity pain. The pump was delivering dilaudid 2mg/ml and was decreased on (B)(6) 2013 by 8% for a daily dose of 0.2297mf/day. The patient status was alive, with injury. The patient had a catheter revision (B)(6) 2013. The pump segment was trimmed. Cerebrospinal fluid was leaking from the hub instead of the catheter tip. Prior to the revision, aspiration could not be completed. At the revision the catheter was pulled down about two cm. The pump was re-started with 2mg/ml of dilaudid at 0.12mg/day.

Event description:
Additional information reported that when the physician attempted the revision procedure, the connector block came apart for the catheter.

Event description:
Per the patient, almost immediately after implant, he had problems with overdosing and underdosing. The catheter was kinked; it was revised in (B)(6) 2013.

Manufacturer narrative:
Analysis of the catheter found acceptable testing and was incomplete and returned in segments. Only the catheter to catheter connector, with catheter portions locked correctly in place on each end, was received for analysis. No anomalies were noted with this segment. Some of the event information indicated the connector block came apart, but the photos showed the catheter to catheter connector that was returned was cut on each end and had no reliability non-conformances.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient continues to have some positional headaches. The patient is receiving efficacy from the therapy and able to use his personal therapy manager (ptm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).